Event description:
It was further reported that there was a 20-30 minutes surgical delay. Concomitant device reported: reamer head (part # 352.252s, lot # h285519, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent an orthopedic procedure using the reamer/irrigator/aspirator (ria) drive shaft to collect a bone graft from the femur. During the procedure while the surgeon was attempting to ream the femur with the ria drive shaft, the product was not advancing properly and the surgeon was having difficulty removing the device from the patient. When the device was removed it was discovered that the tip of the ria drive shaft was chipped. The case was continued using the spare ria drive shaft in the set which worked as normal. It is unknown if there was a surgical delay. The procedure outcome is unknown. There was no patient consequence. Concomitant device: unknown - reamer head (part# unknown, lot# unknown, quantity# 1). This report is for one drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Visual inspection: the drive shaft minimum 520 mm length for use with ria was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken. No fragments were returned. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional analysis was performed on the returned device. The outer diameter of the driveshaft was measured and is within specification per relevant drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed conclusion: the complaint was confirmed for the drive shaft minimum 520 mm length for use with ria as the distal tip of the device was broken. Although no definitive root cause could be determined, it is possible that the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 314.743; synthes lot # 7404017; supplier lot # 7404017; release to warehouse date: 12 dec 2013. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.